Manufacturer narrative:
One opened phaco tip along with other items in a zip top bag were received for the report of the phaco had a clogged cavity and there was an occlusion alert, corneal burn with sutures/ astigmatism. The phaco tip was visually inspected and deemed nonconforming, foreign material was observed occluding the aspiration by-pass (ab) hole inside diameter and around the distal outside diameter. There was wear on the threads, back of flange and nut corners that was consistent with use. The returned phaco tip was sent to particle lab for analysis. The foreign material observed at the ab hole inside diameter was analyzed using micro ft-ir. The analysis identified the foreign material to be dried ovd from other manufacturer. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the phaco tip ab hole was occluded with foreign material. The foreign material was analyzed using ft-ir analysis and the elemental composition of the white particle occluding material to best match of dried healon, which is a surgical material (ovd). Ovd from other manufacturer is not used in the manufacturing or packaging process of phaco tips. Per the customer stating that ¿the cavity of the tip or handpiece may have been clogged with the manufacturers ovd¿ and results of the particle analysis confirming the phaco was occluded with ovd from other manufacturer (ovd) which is manufacturers ovd; the root cause is the phaco tip was occluded with manufacturers ovd during use. No specific action with regard to this complaint was taken because the source of the foreign material occluding the phaco is not related to any manufacturing process. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced a corneal burn. The surgeon injected viscoelastic before ultrasound oscillation. Fragmentation was started and an occlusion alert sounded on the system and did not stop. Misty dust was observed in the eye. Phacoemulsification was tried for a while before switching out the phaco tip and handpiece to complete the case. On the one day postoperative visit, the cornea was deformed and astigmatism was noted. Additional information was received from the surgeon reporting sutures were required and multiple corticosteroid and steroid injections were performed postoperatively.